Manufacturer narrative:
G1/2: contact information updated due to expiration of exemption e2014018. Manufacturing site evaluation: investigation: the instrument arrived in a clean status with a broken blade. The investigation was carried out visually and microscopically with the digital microscope vhx-5000 keyence (eq.-nr. 2000024840_ and digital camera panasonic dmc tz8. During visual examination, visible damage and scratches were seen. Additionally a damaged cutting edge was detected. Optical inspection of the fracture surface showed unknown impurities and signs of a trans crystalline fracture. Batch history review: the device quality and manufacturing history records were found to be according to specifications, valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause: the root cause of the problem is most likely usage related. No manufacturing relationship to the damage seen is established. Rationale: based on the review of the product quality standard and DHR files, a material defect and production error can be excluded. Investigation of the returned product lead to the conclusion that the breakage was likely caused by improper handling- the result of a mechanical overload situation. The damaged cutting edge may have been caused by contact with a hard material. There is a possibility that this damage was incurred during prior surgeries/use. A mechanical overload situation led to the forced fracture. The visible damage and scratches could have been caused by another instrument- possibly a gripping instrument. Corrective action: no trend for reports of this type is established. According to sa-de13-m-4-2-04-000-0 there is no CAPA necessary.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of aesculap ag (manufacturer, registration no. 9610612). Exemption number: e2014018. Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report. A review of the device history records (DHR) showed that the product was manufactured according to the specifications valid at the time of production.

Event description:
It was reported that there was an issue with a scissor. During an orthopedic shoulder procedure, it was noted that part of the cutting edge was broken. The piece was retrieved immediately, and another scissor was readily available. This malfunction did not cause patient harm or require intervention. A picture that was provided confirmed the malfunction. Additional information was not provided.